Event description:
A us distributor reported that a patient was experiencing check therapy electrode and adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy pad messages/ adjust belt messages) was confirmed. The belt was unable to complete an ECG falloff test. Upon investigation the electrode belt ECG "c&d" cable was cut, damaging the lead 1- wire in the cable. The root cause for cut cable was physical abuse. No adverse event resulted from the damaged belt.